Event description:
A customer reported receiving erratic readings on her freestyle freedom blood glucose meter.the customer obtained the readings of 450 mg/dl, 65 mg/dl and 72 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "c" zone. The "c" zone result shows the difference in readings to be clinically significant.. There was no report of death, serious injury or mistreatment associated with this event

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.